Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had no image, and blank screen mid case. The event occurred during an unspecified procedure. There were no reports of patient harm.